Manufacturer narrative:
(B)(4)

Event description:
Customer stated that the reload used with idrive passed the self-checking, but after deployment found the staples were not formed properly. Then replaced another reload to complete. Patient involved was (B)(6), male was w/o injury the sample will be returned for investigation.

Manufacturer narrative:
(B)(4) - evaluation summary post market vigilance (pmv) led an evaluation of received two reloads. Visual inspection of the cartridge revealed that each loading unit was fully fired with the interlock engaged. The anvil clamping mechanism was deformed on both loading units. The reload was loaded into a pmv representative instrument powered handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The loading unit loaded, unloaded, and rotated properly without difficulty. The loading unit anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The interlock was overridden and the loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.